Event description:
The customer complained that the charge-pak and attention symbol are displayed. The data stored in device memory indicates the internal battery is depleted and that the device would likely not function for defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.